Manufacturer narrative:
No pt injury reported. A gambro technical services field rep inspected the machine. He could not duplicate the reported condition. He found power supply voltage lower than MFR's specifications. He calibrated it. He verified the stability and the proper range of all power supply voltages. He completed a prime test and ran a simulated treatment and verified the fluid removal.